Event description:
It was reported that the patient went to ER on (b)(6), 2026, due to patient's blood glucose (BG) level approximately to 550 mg/dL while wearing the Pod for unknown duration. The reason for high BG because POD malfunctioned as it was not delivering enough insulin and there was no double beep. As treatment, the patient received intravenous saline and new pod was placed. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: PHONE_CONTROL_ANDROIDOmnipod Software App Version: 4.0.2Operating System: AP3A.240905.015.A2.G991USQSJHZB1Hardware: SM-G991UCGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.